Event description:
Complainant alleged clinical staff was performing an ablation procedure on a pt. Pt went into atrial fibrillation and they attempted to perform a cardioversion with internal electrodes and energy selected at 20 joules, printout from the device showed that the device did deliver approximately 20 joules to the pt, but the pt proceeded to go into ventricular fibrillation. Clinical staff then attempted to defibrillate the pt at 200 joules externally "several times". The pt did not convert out of ventricular fibrillation and the printout showed a lower than expected number of joules delivered and a higher than expected amount of current delivered to the pt. Clinical staff proceeded to obtain another device and was successful in converting the pt from ventricular fibrillation to a normal sinus rhythm with energy selected at 360 joules. Complainant indicated that this device was attached to the pt in conjunction with a non-zoll product for therapy. After obtaining the second device, the original non-zoll pt theraputic leads were not used. Subsequent testing of this device in the facility's biomed dept was unable to duplicate the reported malfunction.